Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture within the battery compartment. No additional information was given and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.